Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
It was reported that patient experienced pain at the ipg site. As a result surgical interventions was undertaken on (B)(6) 2020 where in the ipg pocket site was moved to a different location and was electively explanted and replaced for a smaller size.